Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D6a: implant date was approximately 11 years ago. D10: unk glenoid cat#unk lot#unk. Unk central screw cat#unk lot#unk. Unk peripheral screw cat#unk lot#unk. Unk peripheral screw cat#unk lot#unk. Unk peripheral screw cat#unk lot#unk. Unk peripheral screw cat#unk lot#unk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 11 years post implantation due to massive bone loss on the glenoid side. Spacers were placed during the revision and the patient is being considered for a custom implant at an unknown date in the near future. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d1, d2, h6. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. All products manufactured follow appropriate standards, and the reported infection occurred > 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection. Product has not been returned. No product evaluation was able to be completed. Root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure approximately 11 years post implantation due to massive bone loss on the glenoid side as well as infection. Spacers were placed during the revision and the patient is being considered for a custom implant at an unknown date in the near future. Attempts have been made and additional information on the reported event is unavailable at this time.